Manufacturer narrative:
Complaint investigation is attached to this report.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, a dissection was noted in the common carotid artery upon introduction of the interventional wire (enroute 0.014'' guidewire). Two unplanned additional stents were used to cover the dissection. The procedure was completed, and no further complications were reported.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, a dissection was noted in the common carotid artery upon introduction of the interventional wire (enroute 0.014'' guidewire). Two unplanned additional stents were used to cover the dissection. The procedure was completed, and no further complications were reported.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.